Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. An activated clotting time (act) of 204 was noted after trans-septal puncture. A watchman access system (was) was positioned and a 31mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. One week post implant, the patient presented to the emergency room with left arm numbness that was resolved. A CT scan of the head was performed with negative results. Additionally, brain magnetic resonance imaging test confirmed ischemic stroke. The patient fully recovered without requiring medical intervention and was discharged.